Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the phenomenon was caused by corrosion of the printed circuit board and element; however, the definitive root cause of the faulty circuit board could not be determined. The event can be prevented by following the instructions for use, which state: instruction manual (gt6778) important information: please read before use keep fluids away from all electrical equipment. "If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was no image when using the video processor due to corrosion of printed circuit and elements on the circuit board. There were no reports of patient involvement.